Event description:
Per provider, consumer claims the foam has bottomed-out in the middle of the mattress. The provider may need to contact the mattress dealer or distributor to discuss the details of why the mattress is bottom-out (wear/tear/age of mattress etc); all mattresses made and shipped form the manufacturer's location are manufactured to customers specifications, quality inspected and in good condition when shipped out.